Manufacturer narrative:
The lot was manufactured from january 11, 2017 ¿ january 13, 2017. The actual devices were not available; however, photographs of the two (2) samples were provided for evaluation. For the reported condition of under infusion, a functional flow rate test must be performed on the actual complaint samples in order to verify the flow rate accuracy of the alleged devices. The reported issue could neither be verified nor refuted based on only the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused. The reporter stated that after the expected 24 hours of therapy, there was a significant volume of solution left in the devices. The infusors had been filled with 6000mg of cefazolin in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.